Event description:
The customer reported to the ansm that : "the incident occurred during the intervention with a gamma nail once the gamma nail was installed, it was impossible to unscrew the nail from the target device. It was necessary to repeat the whole procedure with another instrument panel and once the nail was extracted from the target device, the locking was complete and it was still impossible to unscrew it. The unlocking had to be done in sterilization. The extracted nail has been quarantined with the target device, a replacement of the nail port has been requested".

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: reveals no significant damage to the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported to the (B)(6) that : "the incident occurred during the intervention with a gamma nail once the gamma nail was installed, it was impossible to unscrew the nail from the target device. It was necessary to repeat the whole procedure with another instrument panel and once the nail was extracted from the target device, the locking was complete and it was still impossible to unscrew it. The unlocking had to be done in sterilization. The extracted nail has been quarantined with the target device, a replacement of the nail port has been requested".